Manufacturer narrative:
(B)(4). No further information is available at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The instrument was not available for evaluation. Therefore, the reported issue that the venous pressure is reading zero when patient re-transfuses blood at the end of therapy could not be confirmed and the assignable cause was unable to be determined.

Event description:
A registered nurse (rn) contacted baxter (B)(4) regarding a question about a tina hemodialysis machine. The rn stated the home patient (hp) reported that when he retransfuses his blood at end of treatment, the venous pressure was reading zero. The hp reported that device ran properly for a full four hour treatment with correct venous pressures. The rn wanted to know what could be the cause of this issue. The field service technician advised the rn that the only way the venous pressure could read zero is if the blood circuit was open to atmosphere at some point. The rn stated she will contact the patient after next treatment to see if the issue re-occurred, and if it does then it may need an onsite investigation. As such, the device will not be returned to service for evaluation. There was patient involvement but no injury or medical intervention was reported.